Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the eventresolved without sequelae on (B)(6) 2019. It was noted that the entire system was explanted/not replaced on (B)(6) 2019. The device disposition was returned to manufacturer. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (1000 mcg at 210.92463 mcg/day), compounded baclofen (400 mcg at 84.36985 mcg/day) and bupivacaine (20 mg at 4.21849 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient did not believe the pump had ever provided them with pain relief. The clinical diagnosis was lack of therapeutic relief. The event date was (B)(6) 2018. The patient elected to continue weaning from the it continuous therapy but the bolus dose was increased in effect to achieve pain relief. On (B)(6) 2019, it was noted the patient tolerated the decrease and did not report pain relief with increased bolus dose. The patient elected to wean from it therapy. It was indicated the event was related to the device or therapy and possibly related to the drugs compounded baclofen, compounded fentanyl and compounded bupivacaine. The patient's weight was not measured at baseline. The issue was unresolved with no further action planned. Document contained no new information. Additional information received from a healthcare provider via a clinical study reported the system initially controlled the symptoms, but lost effectiveness. The entire system was explanted/replaced on (B)(6) 2019.